Event description:
It was reported to tyco healthcare/kendall in 2008 that a patient had a problem with dialysis catheter. Customer reported a patient with palindrome catheter attending dialysis complained of fatigue and lack of energy. Patient was given ultrasound where they discover a suspected thrombosis attached to end of the palindrome catheter. The hospital decided against pulling the line in case thrombosis detached from catheter; however catheter became infected and when they removed the catheter the clot detached and remained in the patient system. The patient died shortly after. The post-mortem report has yet to be released.

Manufacturer narrative:
An investigation is underway. Upon completion, the results will be forwarded.